Event description:
Received sleep8 CPAP sanitizer from the CPAP shop on (B)(6) 2021. Following instructions, cleaned my head gear, nasal pillow, and hose. No problems with sanitizer but left bad odor. Went to use CPAP that night and immediately felt nauseated and got a severe headache after one minute. Stopped using and noticed smelly colorless residue on my face and hands. Could not wash off. Repeatedly washed all CPAP equipment the following day using baby shampoo and soaked for hours in vinegar and water solution and could not remove odor. Was not able to use my CPAP again the following night. Had to contact the CPAP shop 5 times to get a return label. At the CPAP shop, the unit is advertised as safe and says it has been used by the food and healthcare industry for decades. FDA safety report ID# (B)(4).